Event description:
It was reported that a packaging issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion, located in the left anterior descending artery (lad). It was noted that the lot/batch of the device, differed from what was printed on the packaging. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter phone: (B)(4). Investigation results: media review: media provided by the customer showed a leak in the imaging window. Device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed that there were wrinkles around the heat shrink tubing of the drive cable. During the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advance. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned a conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case, the device was returned for product analysis; however, it was not possible to identify the probable cause of the reported event.

Event description:
It was reported that a packaging issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion, located in the left anterior descending artery (lad). It was noted that the lot/batch of the device, differed from what was printed on the packaging. The procedure was completed with another of the same device. There were no patient complications.